Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The other perclose proglide devices are filed under a separate medwatch manufacturer report reference numbers. Evaluation summary: analysis was performed on the returned device. The reported cuff miss/ suture retrieval issue could not be tested due to device components not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that suture placement was attempted in a heavily calcified common femoral artery using three proglide devices via a 6f sheath using the pre-close technique prior to endovascular aneurysm repair procedure. Reportedly, cuff misses were noted on all three proglide devices. A surgical cutdown with simple suturing was performed to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure. No additional information was provided.